Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: we tested the needle retract button on 3 22 ga x 1in angiocath IV needles. In all 3, the needle did not retract when the button was pushed and the button stayed depressed. If we slid the catheter off the needle and pushed the button, the needle would retract.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-feb-2023 . H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received (7) 2284590 for the investigation of this complaint. A gross visual inspection shows that all the units were sealed in packaging with no apparent physical damage. The units were taken out of the packaging, tip adhesion was performed and the safety button was activated. Upon activation, the needle retracted safely in the safety shield without any resistance. There was no resistance nor observed defect of the safety button. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: we tested the needle retract button on 3 22 ga x 1in angiocath IV needles. In all 3, the needle did not retract when the button was pushed and the button stayed depressed. If we slid the catheter off the needle and pushed the button, the needle would retract.